Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act and "up arrow" buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome switch at the escape and act buttons. The insulin pump was also received with a cracked reservoir tube lip.